Manufacturer narrative:
B3: unknown, no information provided. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The dso sensor was not functional. The dso sensor and seal were replaced.

Event description:
It was reported that the product is locking, and the cassette is often not recognized. There was unknown patient involvement.